Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device ran in safety mode. An assessment was performed and it was observed that the device was powerbroken. It was determined that the cause of this condition was a failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device was running in safety mode. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.